Manufacturer narrative:
"Embolization of type I endoleaks after evas: technical considerations, success rates, and outcomes" [abstract] cardiovascular and interventional radiology. Conference: cardiovascular and interventional radiological society of europe, cirse 2017. Denmark. 40 (2 supplement 1) (pp s168), 2017. Date of publication: august 2017. The onyx consumed during these procedures will not be returned for evaluation as it remains in the patients. Based on the provided information, there does not appear to have been any defect of the device during use. Endoleak recurrence occurred in the patients post-procedure and its cause could not be conclusively determined from the provided information. Mdrs related to this abstract: 2029214-2017-01119 2029214-2017-01120.

Event description:
Medtronic literature review found reports of retreatment after onyx embolization. This abstract was presented during a conference and the purpose was to review the transcatheter embolization technique used for management of type I endoleaks (elis) after nelix endografts and to report the outcomes. The authors identified 12 patients with nelix endografts who underwent 15 embolization procedures for eli. Of the 15 embolization procedures: 11 cases used detachable coils and onyx, 3 cases used onyx alone, and 1 case used coils alone. Immediate technical success (resolution of the endoleak at completion angiography) was achieved in all cases. The abstract states that three patients demonstrated late recurrent endoleaks and required additional embolization.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.